Event description:
The wife of a (B)(6) male pt called zoll customer support to report that the pt's battery charger touchscreen was solid white and wasn't responding. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (screen white, not responding) was confirmed. Upon investigation the battery charger/modem was resetting. The cause for the resets was isolated to corrupt u13 cmos microcontroller. The root cause for the corrupted u13 component could not be positively identified. No adverse event resulted from the defective u13 component. The pt rec'd a replacement battery charger/modem.